Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had broke when they removed the plastic. The customer¿s blood glucose level was unknown. Customer stated that the air bubbles with the tubing which they was not able to clear. The sensor will not be returned for analysis.